Event description:
I had prk laser eye surgery on my dominant eye that left me with terrible life altering complications. Due to this I'm dealing with severe anxiety, panic attacks that last for hours, depression and suicidal thoughts on a daily basis. I developed corneal scarring fibrosis (haze) which makes my vision blurred and is causing photophobia. Exposure to uv radiation worsens scarring because of which I had to quit the outdoor job that I enjoyed doing. I was given steroid drops and told that the haze would go away within 3 months. It has been 4+ months and I see no changes in my vision. My eye hurts and is very dry all the time due to severed corneal nerves. I occasionally get stabbing pain in my eye. My surgeon used a smaller optical zone than my scotopic pupil size without my consent while being fully aware of the lifelong consequences this is going to have on my vision. On his website he states "they had no night vision issues within the last 5 years due to modern technology and matching optical zone to scotopic pupil size" meaning he deliberately damaged my vision. When asked why I was not informed of this decision prior to surgery, my surgeon commented if he had to do it again, there's nothing he would change. It is causing terrible low "light" and night vision quality and higher order aberrations which can't be corrected.